Manufacturer narrative:
This report is submitted on september 27, 2023.

Event description:
Per the clinic, the patient developed a wound infection around the incision area and is currently treated with topical medication.